Event description:
It was reported oversensing of noise was noted on the right ventricular (rv) lead. No intervention was performed at this time. No patient symptoms were reported.

Event description:
New information indicates that the patient was stable before, during, and after the procedure.